Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection with vegetation on the lead. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.